Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had decreased sensing in the pace/sense portion of the right ventricular lead; this occurred after cardiac bypass surgery, up to before surgery rv pace/sense was in range. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
He implant date should have been (B)(6) 2010 rather than (B)(6) 2010.

Manufacturer narrative:
The reported events of decreased sensing and r-wave amplitude were not confirmed. A partial lead was returned in two portions for analysis, the connector portion measured 7.0cm while the distal portion measured 45.5cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.